Event description:
It was reported the devices were used during an unknown procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.

Manufacturer narrative:
Added additional info. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates abc,yes, nose shroud cracked/broken ano,bcyes, staples in nose ano,b(4),c(3), staples in the track ano,b(14),c(7), trigger engaged with precock abc,yes. Functional tests & results: cycled instrument abno,cyes. Analysis conclusion: based upon the inquiry info received, the visual examination and functional test, it was concluded that the reported "devices jammed" was due to four staples jammed in the cartridge nose of the instrument (b) and a yielded nose weld. Instrument (c) was received with three staples jammed in the cartridge nose and a yielded nose weld. No conclusion could be reached whether the yielded nose weld causd the staples to become jammed or if the jammed staples caused the nose weld to yield. Instrument (a) was received empty. No deformity could be identified during inspection of instrument (a). Co reviews each incident as it occurs in an effort to continuously improve products and processes.